Manufacturer narrative:
Additional: device details have been reported and suspect medical device and manufacturers have been updated. This report is submitted may 16, 2019.

Manufacturer narrative:
This report is submitted on march 26, 2019. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (date not reported). It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.